Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 28-feb-2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 31-jan- 2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jan- 2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 28-feb-2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 28-feb-2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 26-mar-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller exhibited a loss of power and five batteries exhibited power switching post servicing. The controller and five batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around both controller power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an investigation the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(6) . Log file analysis also revealed two (2) controller power up events logged on 08/feb/2019 at 03:41:38 and on 19/feb/2019 at 06:03:53. The data point logged prior to the first controller power up revealed that (B)(6) was connected to power port one (1) with 78% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 11 seconds. The data point logged prior to the second controller power up revealed that (B)(6) was connected to power port one (1) with 79% rsoc and an active adapter was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 10 seconds. Power source lubrication procedures were performed on (B)(6) on 26/nov/2018 and 26/feb/2019. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2018. As a result, the reported power switching and loss of power events were confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins; the wearing of the controller gold-plated pins exposed the pins' base metal to the effects of corrosion. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal evaluation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6), d10: yes, return date: 11 oct 2019, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(6), d10: yes, return date: 11 oct 2019, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6), d10: yes, return date: 11 oct 2019, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6), d10: yes, return date: 11 oct 2019, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307, d4: serial or lot#: (B)(6), d10: yes, return date: 11 oct 2019, h3: yes, h6 FDA method code(s): 10, 4112, h6 FDA results code(s): 3213, h6 FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.